Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implant due to the patient¿s concern with the product." Healthcare professional later reported "rupture." Healthcare professional additionally reported "hole in radius(edge)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear)opening. (Shell thickness was within specification). ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure. Correct MDR number related to this report is MDR 9617229-2024-10014.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implant due to the patient¿s concern with the product." Healthcare professional later reported "rupture." Device has been explanted.